Manufacturer narrative:
Investigation summary: unconfirmed, no sample provided. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out.

Event description:
It was reported that the stopper on the bd ultrasafe plus¿ passive needle guard was loose and caused leakage.